Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event was confirmed. Analysis of the header revealed that svc lead bore contained a manufacturing defect. This defect prevented full insertion of the svc lead into the connector block.

Event description:
It was reported that during a device changeout the physician felt that the svc port was drilled incorrectly. The lead would not pass the set screw. This device was not used.